Event description:
A report was received that the patient was having difficulty charging the ipg as it was buried superficially or too deep. The patient underwent a revision procedure and was reportedly doing well postoperatively.